Manufacturer narrative:
Unique device identification (UDI): (B)(4). The codman bactiseal catheter kit was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number:1226348-2020-00300. A facility reported intracranial infection: the patient was implanted with 823114 (micro chpv unitized) and 823072 (bactiseal catheter kit) on (B)(6) 2020, a week later the patient was found with intracranial infection, positive for staphylococcus epidermidis. On (B)(6) 2020, the physician conducted a revision procedure to retrieve the valve and catheter. The patient was placed on antibiotics.